Manufacturer narrative:
The following functional tests were performed: the remote service engineer (rse) talked to the customer and confirmed with the customer biomed the device was not making any sound. The rse recommended to reload software before replacing the unit. In case it does not solve the issue a repair exchange was agreed upon. The rse arranged for a replacement device to solve the reported issue. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed. The customer was provided with a replacement device to resolve the issue. It has been concluded that no further action is required at this time. E1: reporting institution phone#:(B)(6). E1: reporter phone# :(B)(6). E1: reporting address state: (B)(6).

Event description:
It was reported the device is presented with a speaker malfunction error and no sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.